Manufacturer narrative:
E: first name of initial reporter is unknown. G2: country of origin is china. H3: product analysis of part# 5302-3514, lot # v88 visual and optical inspection confirmed the torx of the screw has been stripped. The torx edges have been deformed and twisted. This type of damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a acdf procedure in a patient diagnosed with cervical spondylosis. It was reported that the staple head locking ring was broken and locking failed. There was no patient symptom reported. There were no further complications reported regarding the event. Update received on 22 jul 2025: event did not occur due to user issue.